Event description:
It was reported that oversensing and high pacing thresholds were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in four portions. A complete analysis could not be performed due to the condition of the lead. Electrical continuity was normal for each portion.